Event description:
It was reported the patient underwent a successful leadless pacemaker (lp) implant. The following day, the lp was interrogated, and it exhibited low pacing impedance and high capture threshold. An x-ray was completed to reveal the lp had dislodged and migrated to the right femoral/groin region. The lp was retrieved, and a new lp was implanted without issue. The patient was stable.